Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. The evaluated device logs confirm the reported error. Our field service engineer investigated the ventilator on site and solved the issue by replacing the blower. The replaced part was sent for further investigation. Simulated use testing of the returned blower passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four days. After the ventilation, the blower passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).